Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was played outside and subsequently, multiple temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose level was 442 mg/dl. The customer reverted to insulin pens and manual injections for insulin therapy.